Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl procedure, as the surgeon was inserting the bio-composite vented screw into the patient's femur. No further details, additional information has been requested. Additional information provided 12/21/2018: the screw fragment was retrieved with a grasper and the other half stayed in the femur. The surgeon decided to leave the fixation as it was because it had a good strong hold of the acl. This was a revision surgery from a different doctor due to a re-torn ligament.